Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the highly calcified circumflex vessel. Two guide wires were advanced in the patient, the whisper guide wire and a balance middleweight (bmw) guide wire. There was no resistance felt during advancement of the guide wires. An unspecified balloon catheter was advanced over the whisper ms guide wire with no resistance felt during advancement. Prior to balloon inflation the bmw guide wire was removed from the anatomy. After inflation of the balloon catheter while on the guide wire a sudden pop feeling was felt. It was observed that the guide wire had separated in the location of the heavy calcification. The proximal end of the wire was removed first followed by the distal end that was removed in its entirety along with the balloon catheter. On inspection of the guide wire it appeared as if the hydrophilic coating was caught and then the metal snapped. An attempt was made to place another whisper guide wire; however, the whisper guide wire went into a false channel. Additionally, a dissection was observed distally so the procedure was stopped and the decision was made to reschedule the patient for another procedure at a later date due to multi-vessel disease. The patient was fine post procedure. No additional information was provided.